Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. No patient harm was reported.

Manufacturer narrative:
Patient information request was declined. (B)(4).

Manufacturer narrative:
Patient information request was declined. Resolution and disposition: the manufacturers field service engineer replaced the cable, da to mc to resolve this issue. The motor controller pcba was replaced as a preventive measure.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The reported problem was clarified to be the device ovp circuit failed. No patient harm was reported.